Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that after bilateral lasik, a pt presented with symptoms of dryness and fluctuating vision. The pt was prescribed dry eye treatment of artificial tears and lubricating gel at night. This report will reference the pt left eye. Another manufacturer report is filed for the right eye. Additional info has been requested.